Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture. A lead perforation was suspected; therefore, the lead was repositioned. The next day a lead safety switch (lss) occurred due to impedance measurements of greater than 3000 ohms. After the lss, high pacing thresholds and loss of capture were noted in unipolar configuration. Fluoroscopy was performed which showed the lead appeared to be fully inserted in the device header, and an x ray showed the lead had not moved. A surgical revision was performed, and the lead was tested through the pacing system analyzer (psa) which showed no capture at maximum output. Impedance measurements were normal and the lead to device connection was normal. The decision was made to explant and replace this rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture. A lead perforation was suspected; therefore, the lead was repositioned. The next day a lead safety switch (lss) occurred due to impedance measurements of greater than 3000 ohms. After the lss, high pacing thresholds and loss of capture were noted in unipolar configuration. Fluoroscopy was performed which showed the lead appeared to be fully inserted in the device header, and an x ray showed the lead had not moved. A surgical revision was performed, and the lead was tested through the pacing system analyzer (psa) which showed no capture at maximum output. Impedance measurements were normal and the lead to device connection was normal. The decision was made to explant and replace this rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This lead has been returned for analysis. This report will be updated upon completion of analysis.